Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a superficial incisional surgical site infection at the pacemaker site. Pain, drainage and redness were noted. Antibiotics and steroids were administered. Redness, rash and crusting were noted on both incision sites. It was reported that the patient had a loop recorder explanted and ipg implanted approximately six weeks previously. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.